Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve (828800pl) was returned for evaluation. Failure analysis - the valve was visually inspected; biological debris was noted on the valve mechanism. The valve was tested for programming and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification; biological debris was found on the helical spring and the rotating construct. Root cause - the root cause for the issue reported by the customer, is due to biological debris and protein build up found on the helical spring and the rotating construct.

Event description:
N/a.

Event description:
A facility reported a certas valve (unknown ID) was implanted via ventriculoperitoneal (vp) shunt on an unknown date. On (B)(6), 2023, the valve was unable to change settings from 6 or 7 and was surgically explanted on the same day.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.